Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). As stated by the user facility, the actual sample involved in the reported event was discarded bt accident. Without the actual device, a thorough investigation could not be performed and the reported defect was not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If a sample and/or any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: the nurse was priming herceptin (chemo agent) in chemo room, she noticed a leak in the tubing. No injurys reported.